Manufacturer narrative:
Additional narrative: this report is for an unknown biomaterial - cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the syringes were not able to be filled with the cement. The procedure was completed with replacements. They were not able to identify possible cause(s) such as hardened cement or device defectiveness. No further information is available. This report is for one (1) unk - biomaterial - cement. This is report 2 of 2 for (B)(4).